Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred intermittently. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. Although requested by tandem technical support, the customer declined to provide a method of therapy to treat bg. The customer reverted to an alternate method of insulin therapy.